Event description:
Reported by the complainant as follows: convatec ra employee was made aware of the event involving fms at (B)(6) 2011, 2011 FDA meeting. A health care provider for (B)(6) gave a presentation on flexi-seal and mentioned she had a pt that had a rectal bleed, had to have a blood transfusion and a colostomy performed. The pt then expired some time later. She described the pt as being rather ill and the pt had died from renal failure. Date when the event occurred is unk. Medical affairs spoke with the nurse at the hosp and she said that the fms was inserted for c-diff/stage 2 ulcer/fecal containment reasons. The primary diagnosis and any co-morbidities were femoral endarterectomy, ssi, lots of vascular issues, history of diabetes, hypertension, hld, CABG, stents. The pt was on aspirin, plavix, heparin, and was a former smoker. A digital exam was performed prior to insertion. On day 12 after device was removed, there was a perianal ulcer. Pt was scoped and a colonoscopy was performed. Several active ulcers with bleeding. There was an emergent operating room procedure for oversewing 2 branches of the superior hemorrhoidal artery. There was an estimated 1.5 litres of blood loss in one hour on post-op day 4. Pt went into shock. Diverting colostomy performed. New arterial bleeding was noted. The dr believes that the fms was related to the event. The event is deemed serious as it resulted in hemorrhage, attempt at surgical repair and eventually in death. From a preliminary clinical perspective, a causal relationship between the device and this event is deemed possible because there is a temporal relationship between it and the rectal vault where ulcerations were discovered.

Manufacturer narrative:
Reported to the FDA on (B)(4) 2011.